Event description:
It was reported that the event involved a male pt. Relevant medical history/diagnosis: for cardiac cath procedure via right radial access. It was noted that the pt is not under distress. The md was evaluating the transradial access kit. At pretest the needle was flushed without a problem. This was the first time the md flushed the 21ga needle. During the insertion, the md thought he was in the artery however, no blood flashback was noted. As a result, the md removed the needle and requested a second kit. The second needle flushed much better and flashback was good. The spring wire guide from the first kit was used for the successful procedure. There was no reported pt death or injury. There was no delay/interruption in the procedure. There were no reported pt complications and medical/surgical intervention was not required. The outcome was listed as "no harm to the pt." Note: after the first needle was removed the md tried to flush it using a syringe however it was even harder to flush the needle with the syringe.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.